Event description:
It was reported that one day post left internal carotid artery stenting procedure, the patient developed sick sinus syndrome with bradycardia and arrhythmias. The patient was transferred to cicu and after no improvement, was placed on an external pacemaker. Two days post stenting procedure, the patient went for a permanent pacemaker. The electro-physiology cardiologist felt the bradycardia was a pre-existing undiagnosed condition that was possibly exacerbated by the stenting procedure. There is no additional information available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.